Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an issue with her one touch delica lancing device's cocking control. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 7 am. The patient informed this mss that since she could not cock the lancet in her delica lancing device to prick her finger, she stopped testing completely. She stated that she tests her glucose 2x/day and manages her diabetes with glipizide (5 mg) and metformin (500 mg) and due to the alleged issue on (B)(6) 2011 at 7 pm, she continued taking her usual dose of medication. The patient claimed on the 'evening' of (B)(6) 2011, after the alleged issue started she felt 'shaky, sweaty, and weak like she was going to pass out and not feeling well'. In response to her symptoms, on (B)(6) 2011, at 6 pm she self treated with a banana which she said made her feel better after a few minutes. There was no other device available at the time of concern. During the initial call with customer service, the agent noted that there was no information of misuse of the device, and the patient was using the correct lancets for the device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged lancing device issue began.